Event description:
It was reported that the absorption capacity of exudate needed improvement. They also noted that due to the presence of alginate, it sometimes macerated the edges of the wound, preventing the absorption of the alginate. No photograph was available at that time.

Manufacturer narrative:
D4: it was mentioned that carboflex dressing was used on patient. However, it is unclear what carboflex dressing was actually used. Therefore, the nearest model number 403202 has been captured in the emdr. E1: event country: portugal. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.